Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked on (B)(6) 2025, a patient with a right tibial plateau with fibular fracture underwent venipuncture with an intravenous indwelling needle, which resulted in failure of the first puncture due to difficulty in entering the needle and obstruction of the hose placement, and leakage of fluid even after replacement of the indwelling needle, resulting in pain and waste of the patient's medication for multiple punctures.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#4296352): 1) the products of this batch were assembled at intima ii auto line 2 in nov 2024 and packaged at r240 package line in nov 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.